Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: unk. Time of malfunction: unk. Symptoms/ae: unk. Abbott vascular received this device from the customer with no product experience reported. The device was received in a state that appears to have been used for attempted arteriotomy closure. It is unk how hemostasis was achieved; therefore, this is being conservatively reported for the potential failure to achieve hemostasis. Requests for add'l info have been unsuccessful.